Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced retainer ring damage, and damage (physical or cosmetic). The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-1880, mmt-242a, mmt-7040a, and mmt-332a. The customer has been using the insulin pump system within 48 hours of reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported physical damage to the retainer ring on the pump. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-242a. No product return is required for mmt-7040a. No product return is required for mmt-332a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, displacement accuracy, occlusion test and self test. Pump was connected to carelink. The adapt tool was utilized to search for alarms that may have occurred in the past that might have triggered the reason of complaint. During download history review, a no delivery alarm was noted on (B)(6) 2023 at 19:59:00.000. In addition, pump error 53 was recorded on (B)(6) 2024 at 23:12:25.000, file number: 620 and line number: 3965. Isolate to electronic assembly. No alarms noted during testing of the unit. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted. Unit was also received with cracked belt clip rails, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side, scratched case, stained keypad overlay, cracked keypad overlay at select button, pillowing keypad overlay, cracked retainer and cracked case ¿ display window corner. In conclusion, unable to confirm customers concern of high bgs. No relevant alarms noted in download history review and testing of the unit was successful. Unit functioned properly. However, pump error 53 was noted in download history review, unfortunately detail trace doesn't cover time frame the detailed root cause of the pump error 53 cannot be provided. Isolate to electronic assembly. Unit was also received with cracked retainer and cracked belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.